Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from each reported lot number from bd inventory were evaluated by functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism for each reported lot number. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield detached from the device. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 4150096. D4. Medical device expiration date: 05-31-2029. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 05-29-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield detached from the device. This occurred with two (2) devices. There was no report of adverse impact to patients or users.